Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported that PICC fractured. Fracture was on the line outside of the patient. Line was removed and another line had to be placed for IV access. Inserted (B)(6), on (B)(6) - got a referral for a leaking PICC line. When reviewed, line had fractured externally. Line was removed. Sample discarded. No other information was provided.